Event description:
This customer prefills syringes. Customer reported that when recapping the needles, they do not consistently hear a click. In this instance, it is suspected that excessive force to ensure cap was secure, resulted in the needle piercing the cap. This was not noticed and sent to the customer who subsequently experienced a clean needle stick. No medical attention was necessary.